Event description:
It was reported that the inferior vena cava (ivc) filter was occluded by significant clot burden. In 1998, the patient was implanted with a greenfield filter due to remote trauma. On (B)(6), 2017, the patient presented to the emergency department for a retroperitoneal bleed that occurred after an l4-s1 nerve block for chronic back pain. On (B)(6), 2017, the patient received an abdominal and pelvic CT scan. The ivc filter was seen in place with thrombus extending a few centimeters cranial to the filter and into the right renal vein. Venous distention below the level of the filter was suspicious for significant clot burden below the filter and possibly extending into the bilateral iliac vasculature. On (B)(6), 2018, the patient underwent a venous lysis operation to clear the thrombus surrounding the filter. Prior to the procedure, permission was obtained to remove the filter. However, amid the residual thrombus burden at the top of the filter, the physician deemed it was infeasible to perform this portion of the consented procedure. No further patient complications were reported.